Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The device operated as designed, the device fell out of detection due to the CPR artifact. There is no indication of a product malfunction that led to the patient's death. Manufacture dates: monitor sn (B)(4): 8/12/2015. Electrode belt sn(B)(4): 10/9/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was in the hospital and on hospital telemetry at the time of the event. The patient reportedly lost consciousness and resuscitation efforts were made by hospital staff. ECG recordings form 7:38:00 to 8:02:38 show that the patient's rhythm was coarse vf with CPR artifact. The noise from the CPR artifact overwhelmed the signal and caused the lifevest to go out of detection and therefore, a treatment was not delivered. At 11:25:19, asystole with pacemaker spikes was detected. Asystole is considered a non-treatable rhtyhm. The device was shut down at 11:32:01. The patient passed away on (B)(6) 2017. The device operated as designed, the device fell out of detection due to the CPR artifact. There is no indication of a product malfunction that led to the patient's death.